Event description:
On 4/28/99, while md was doing a colonoscopy procedure, the sliding metal mechanism operated by hand control on disposable nakao snare 3.0mm I, oval, bent and snare was inoperable. This occurred twice more (total of 3 times) before a snare operated. There was no injury or harm to the pt. On 5/3/99, while pt was undergoing sigmoidoscopy, the same event occurred as above (x2). There was no injury or harm to the pt. All 5 snares were immediately removed from svc and saved. The outer wrappings were discarded and were unable to be retrieved. The customer svc rep for us endoscopy was notified by phone on 4/29/99 and two replacment boxes of nakao snares (new lot #) have been received. Voluntary FDA report has been completed, and a copy of these reports will also be sent to the MFR.

Event description:
On 4/28/99, while md was doing a colonoscopy procedure, the sliding metal mechanism operated by hand control on disposable nakao snare 3.0mm I, oval, bent and snare was inoperable. This occurred twice more (total of 3 times) before a snare operated. There was no injury or harm to the pt. On 5/3/99, while pt was undergoing sigmoidoscopy, the same event occurred as above (x2). There was no injury or harm to the pt. All 5 snares were immediately removed from svc and saved. The outer wrappings were discarded and were unable to be retrieved. The customer svc rep for us endoscopy was notified by phone on 4/29/99 and two replacement boxes of nakao snare (new lot #) have been received. Voluntary FDA report has been completed, and a copy of these reports will also be sent to the MFR.